Event description:
Patient with history of spastic cerebral palsy was seen in physician office for baclofen pump refill at which time patient experienced respiratory depression. During transport to hospital, patient required intubation and was admitted to pediatric intensive care unit. Neurosurgery was consulted and patient was given atropine and physostigmine to reverse the respiratory depression. However, this did not work. Patient began showing signs of baclofen withdrawal which was treated with valium. Patient remained sedated and allowed to awaken. Once patient returned to baseline mental status, plan was to refill the baclofen pump. Three days later, under fluoroscopy, the baclofen pump was filled with 500mcg/ml concentration with 40ml baclofen at 3.02mcg/day continuous rate. Within less than an hour, patient became comatose and an attempt was made to remove the baclofen from the side port and from the reservoir. Patient remained intubated and decision was made to replace the pump given that this had occurred previously. Two days after the pump was filled, patient underwent replacement of pump. No other issues once pump replaced. Patient was discharged four days after the pump was replaced.======================manufacturer response for baclofen pump, synchromed med ii pump (per site reporter).======================device was sent out to manufacturer. Rep is aware and company will evaluate the pump.what was the original intended procedure?patient with cerebral palsy secondary to perventricular leukomalacia with spastic diplegia, is treated by means of an intrathecal baclofen pump.device #1is this a laboratory device or laboratory test?no.